Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient was having a major problem with their implant. They stated that the new implant on the left was charging, but they couldn¿t feel any stimulation or get any pain relief from that implant. They stated that the charge in the ins had gone down to 50 percent, so the ins was still trying to work but the stimulation was going nowhere. The patient stated that they recently had this new implant put in, and the one that wasn¿t working was in the same spot that their last implant was located. The patient was worried that this was just like what happened 20 years ago (see pe ). Prior to the call the patient tried to increase stimulation as high as it would go and they still didn¿t feel stimulation. The patient wanted to meet with the rep and patient services redirected them to follow-up with their healthcare provider (hcp). It was reported that the issue of the patient not feeling stimulation from their left implant began on (B)(6) 2018. No further complications were reported/anticipated.